Event description:
The event occurred in USA during preventive maintenance. It was reported that the cardiohelp would alarm ¿venous bubble sensor defective¿ whenever the venous bubble sensor was attached to the cardiohelp. The venous bubble senor will be replaced under the venous bubble sensor fsca. The cardiohelp was tested with a different sensor and is functioning according to specifications. No harm to any person has been reported. Additional information was received on 2026-06-24 that there was no visible damage on the sensor or its cable. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in USA during preventive maintenance. It was reported that the cardiohelp would alarm ¿venous bubble sensor defective¿ whenever the venous bubble sensor was attached to the cardiohelp. The venous bubble senor will be replaced under the venous bubble sensor fsca. The cardiohelp was tested with a different sensor and is functioning according to specifications. No harm to any person has been reported. Additional information was received on 2026-06-24 that there was no visible damage on the sensor or its cable. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. There will be no getinge service performed on the cardiohelp device, as this venous bubble sensor will be replaced under fsca. The log files of the reported cardiohelp device were reviewed and "venous bubble sensor defective" error message could be confirmed. Another venous bubble sensor with a similar failure was already investigated by the supplier (B)(6) on 2020-04-28. Following possible root causes were determined:- damaged wiring inside the cable due to mechanical tension- damage due to overvoltage or esd (electrostatic discharge). In order to investigate further, several venous bubble sensors were returned for investigation to getinge life-cycle-engineering and investigated on 2025-12-01 within the non-conformity. The root cause was determined as a separation of conductors in the cable near the sensor. As a remedial measure, the feed opening for the conductors must be closed before casting by the supplier during manufacturing. The investigation and actions within this non conformity are ongoing. Fsca and CAPA were initiated. Referring to the fsca it is stated that "internal investigations have identified an issue with the durability of the connecting cable near the connection to the bubble sensor. Excessive bending of the cable can lead to poor contact, which may trigger the errors ¿ven. Bubble sensor defective¿ or ¿ven. Bubble sensor disconnected¿ on the connected medical device (rotaflow ii or cardiohelp-I). These errors can occur temporarily when the cable is moved or permanently if the connection is fully compromised. Upon availability of the new design: a new material 701055720 "bs 3/8x3/32 l1.7" (bubble sensor for 3/8¿ x 3/32¿ tubing, length 1,7 m) will be required for each exchanged sensor. " the fsca is ongoing. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Referring to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2026 for the period of 2017-01-19 to 2026-06-24. In order to investigate the reported failure "venous bubble sensor malfunction/defective" further an internal nonconformity was initiated in november 2025. The investigation and actions within this non conformity are ongoing. The cardiohelp device was manufactured on 2017-01-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is in scope of CAPA and fsca was initiated. Based on the results the reported failure "venous bubble sensor defective" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.